Event description:
It was reported that excess thermaseal material resulted in pressure on the inferior alveolar nerve. Additional information is not available as of this report.

Manufacturer narrative:
While there is no indication that the device malfunctioned or that permanent damage to the nerve resulted, this event meets the criteria for reportability per 21 cfr 803 due to the possibility that the thermaseal may have caused or contributed to a serious injury - i.e that intervention would be/was required or that permanent damage to the nerve resulted.